Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A separate report will be filed for the bioprosthetic valve. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information following the implant of this transcatheter bioprosthetic valve, within a bioprosthetic valve with ao rtic insufficiency (ai), the ai resolved. Eight days following the implant procedure, echocardiogram showed a severe paravalvular leak (pvl), severe mitral regurgitation and moderate mitral stenosis, due to migration of the valve towards the ventricle. The valve was so deep that it caused damage to the mitral valve and chordae. The physician reported that the cause of the migration was unknown, and it was unknown when the valve migrated. Eleven days following the implant of the transcatheter bioprosthetic valve, both valves were explanted and a non-medtronic bioprosthetic valve was implanted. No further adverse patient effects were reported.